Event description:
Broken femur condyle.

Manufacturer narrative:
We contacted the user again to receive more information about this incident. As soon as we received it, we will write a follow-up report. This event occurred outside of the u.s., and involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitted this MDR to ensure full compliance with 21 cfr part 803.